Manufacturer narrative:
The customer reported that during the routine check of the device and changing of the batteries, the unit is no longer working; it will not turn on and the asi is blank. The maintenance schedule is reported as monthly. Trouble shooting with the customer: the battery pack has an expiration date of feb 2024, and the pads have an expiration date of jan 2021. Advised the customer to remove the AED from service due to expired pads and battery pack. Referred to the distributor to order replacements. Once the replacement items are received, insert the battery pack, attach the pads, and verify the asi flashing green. If it is not call back for technical support. No additional information is available at this time to further investigate this event. The IFU states: improper maintenance can cause the ddu series aeds not to function as designed. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. Use defibrillation pads prior to their expiration date. This device is used for treatment, not diagnosis. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. Should additional information become available a supplemental MDR shall be submitted.

Event description:
The customer reported that during the routine check of the device and changing of the batteries, the unit is no longer working it will not turn on and the asi is blank. The until has never been used and is just maintained. The customer did not report that this event occurred during patient use.